Manufacturer narrative:
(B)(4). The returned valve was patent, passed reflux testing and met all specifications for pressure-flow and preimplantation testing at 0 cm hydrostatic pressure. The valve did not meet the requirements for siphon testing, which precluded measuring of pressure-flow at -50 cm hydrostatic pressure. Proteinaceous debris was found on the interior of the value, particularly inside the delta chamber. Debris within the valve may interfere with the anti-siphon device, resulting in siphoning. The device did not meet the requirements for leak testing due to a small tear in the side of the delta chamber. It is unk how or when this damage occurred. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported that there was an occlusion. The pt is in good condition after replacement surgery.